Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity," "intraoperative or postoperative bone fracture and/or postoperative pain," "elevated metal ion levels have been reported with metal-on-metal articulating surfaces," ¿material sensitivity reactions,¿ and ¿inadequate range of motion.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00263 and 1825034-2014-01428 / -01429).

Event description:
Patient underwent hip arthroplasty on (B)(6) 2009 during which biomet m2a magnum components were implanted. Revision was performed on (B)(6) 2011 due to alleged pain. The acetabular components were removed and replaced; the femoral stem remains implanted. Further information obtained from the user facility confirmed lack of bony in-growth, which led to reported pain. Additional information received from patient¿s legal counsel reports allegations of nerve damage, foot drop, fractured femur, discomfort, soreness, dysfunction, loss of range of motion and mobility, elevated metal ion levels, swelling, inflammation, and damage to surrounding bone and tissue. Legal papers further report patient¿s left hip was revised (B)(6) 2011; however, review of invoice history confirms the revision procedure occurred (B)(6) 2011, at which time the acetabular component, head, and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.